Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was right atrial undersensing. The device was reprogrammed. At the next patient visit, the device was still undersensing. The device was reprogrammed and the lead remains in use. No patient complications were noted as a result of this event.